Manufacturer narrative:
Investigation is underway. N/a.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding a 23mm sapien 3 ultra in aortic position by transfemoral approach. During procedure, upon valve alignment, the valve was pushed too far on the balloon with the valve to far over the balloon marker. Thus, a safe valve deployment was not possible. When pulling back the valve into the esheath, the valve moved further towards the commander delivery system tip near the nosecone. It was decided to deploy the valve in the abdominal aorta with no adverse consequences for the patient. A second 23mm sapien 3 ultra was successfully implanted in aortic position as intended. As per medical opinion, the root cause of the event was related to the device manipulation when pushing too far during gross alignment.

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually examined, and the following was observed: strain relief indicator slightly folded outwards. Balloon material was examined and no visual damage inconsistencies were observed. Functional testing was performed and the following was observed: able to perform full valve alignment (pulled the balloon shaft to warning markers (gross alignment), locked and completed full fine adjust with no abnormalities. Due to the nature of the complaint, no applicable dimensional testing was able to be performed. The reported events were unable to be confirmed as applicable procedural imagery was not provided. No manufacturing non-conformance were identified on the returned device. Reviews of the complaint history, lot history, and DHR showed no indication that a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. Furthermore, no abnormalities were reported during device unpacking or preparation. Per event description, the valve was pushed too far on the balloon and made the valve being over the balloon marker, training manual states: warning: do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. As such the over alignment of the thv may have resulted on the reported event. Available information suggests that use error (over alignment) may have contributed to the complaint event. Per the event description, when pulling back the valve into the esheath, the valve moved even further towards the commander tip and was nearby the commander delivery system nosecone. It was decided to deploy the valve in the abdominal aorta with no adverse consequences for the patient. While the presence of tortuous patient anatomy was not confirmed, tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system and sheath. Non-coaxial withdrawal of the delivery system may cause the system to interact with the sheath, and if the frictional force overcomes the ability of the delivery system to retain position of the crimped thv, the thv may move distally on the inflation or crimp balloon, potentially leading to full dislodgement off of the delivery system if enough movement on balloon occurs. However, without further information or applicable imagery, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.